Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) assisted the home patient (hp) and informed the hp to disconnect and cycle power. The hp stated that he will finish therapy in the morning. The tsr advised the hp to call the nurse in the morning. Baxter product surveillance contacted the nurse on (B)(6) 2011. The nurse stated they were not aware of this event and they do not see the patient for another week. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that they just ended therapy that evening. The hp stated they were able to resume therapy the next evening without any problems. They stated they do not remember anything different or unusual with the supplies that could have lead to the reported problem. The hp stated they do not have samples nor recalls the lot number to the sets. The hp stated they have been continuing therapy without further problems since that evening. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.